Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed skin irritation under the garment straps described as tiny red bumps with no open skin. The patient consulted his physician who provided a medication for the irritation. Follow-up indicated that the irritation had cleared up.